Event description:
(B)(4). During the procedure, a damage of the outer catheter surface was noted.

Manufacturer narrative:
Upon receipt, the returned selectra mpep was thoroughly analysed. The selectra catheter was found severely stretched and damaged between 28.5 cm and 42.4 cm distal to the handle piece as reported in the complaint text. Based on the damage symptoms an unexpected flaw of the material in the distal area of the catheter is highly likely. An intensive root cause analysis was performed. However, the origin of this damage remains speculative. A re-investigation of the manufacturing process for this device showed that the production steps had been performed accordingly without any inconsistencies during the assembly.